Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high." Reportedly, customer's settings need to be updated as customer requires more insulin for correction boluses. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level, and settings adjustment.